Event description:
Customer reported that the needle fell off the suture during use. The patient underwent a separate surgical procedure to retrieve the needle.

Manufacturer narrative:
Conclusion code: the product upon which this medwatch is based is anticipated. Once the product is received any further information derived from the evaluation will be submitted in a supplemental 3500a form. H6: conclusion code: user error caused the event. The user lost both visual and tactile control of the device during use.